Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. At an unknown date and time, a patient sample was collected and processed per pi on an unknown lot of the xpert xpress cov-2/flu/rsv plus assay. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. It is unknown if results were reported to a physician. Sample 1 retest; at an unknown date and time, the initial sample was processed per pi on an unknown lot of the xpert xpress cov-2/flu/rsv plus assay and on a different cepheid instrument. It is unknown how the sample was stored prior to retesting. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. Unknown if results were reported to a physician. Sample 2; at an unknown date and time, a new sample was collected from the patient. At an unknown date and time, sample 2 was processed per pi on an unknown lot of xpert xpress cov-2/flu/rsv plus assay. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. Unknown if results were reported to a physician. At an unknown date and time, patient sample was sent out to an unknown lab and tested on an unknown platform. The result came back sars-cov-2 negative. It is unknown which sample was sent and how it was stored. Unknown if results were reported to physician. It is unknown if the patient was symptomatic or suspected of having covid-19 at the time of testing. No response from the customer despite due diligence to acquire information for the complaint assessment. It is unknown if there was known harm to the patient due to the discrepancy. This is a case where the customer was questioning two sets of samples obtained at different dates from a patient. It is likely that it is due to the status of the patient and is not a discrepancy. There is no response from the customer and unable to confirm curves, test results, or other details. Communicated the same by email; lost to follow up. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss discrepant results. At an unknown date and time, a patient sample was collected and processed per pi on an unknown lot of the xpert xpress cov-2/flu/rsv plus assay. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. It is unknown if results were reported to a physician. Sample 1 retest; at an unknown date and time, the initial sample was processed per pi on an unknown lot of the xpert xpress cov-2/flu/rsv plus assay and on a different cepheid instrument. It is unknown how the sample was stored prior to retesting. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. Unknown if results were reported to a physician. Sample 2; at an unknown date and time, a new sample was collected from the patient. At an unknown date and time, sample 2 was processed per pi on an unknown lot of xpert xpress cov-2/flu/rsv plus assay. Result was sars-cov-2 positive, flu a unknown, flu b unknown, rsv unknown. Unknown if results were reported to a physician. At an unknown date and time, patient sample was sent out to an unknown lab and tested on an unknown platform. The result came back sars-cov-2 negative. It is unknown which sample was sent and how it was stored. Unknown if results were reported to physician. It is unknown if the patient was symptomatic or suspected of having covid-19 at the time of testing. No response from the customer despite due diligence to acquire information for the complaint assessment. It is unknown if there was known harm to the patient due to the discrepancy.